Event description:
Foley catheter inserted in urethra and into the bladder. Urine visualized in drainage tube. Staff inflated balloon for the first time through balloon port with 10ml of prepackaged sterile water. Unscrewed syringe from balloon port, and balloon port fell off of the catheter. Water leaked out from tubing where balloon port had been. Gently pulled catheter and it slipped right out of urethra. FDA safety report ID# (B)(4).